Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute integrity drug eluting stents (3mmx38mm, 3.5mmx38mm, 4mmx12mm, 4mmx38mm) were implanted in the coronary artery. Post procedure, patient suffered myocardial infarction. Cec adjudicated event as myocardial infarction.